Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was placed in the injector, it came with one of the haptics bent, making it impossible to use for the procedure. The surgery was completed after replacing with another same company iol on the same day. There was no patient harm and no patient contact.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., h.11 a photo was provided. The photo shows a multipiece lens anterior surface up in lens case, positioned incorrectly. One haptic appeared to be bent-gusset area. This is difficult to determine from the photo due to the viscoelastic on the lens. Possible edge damage is also observed, which appears due to the position of the lens in the case. No other determination could be made from the photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified product combinations were used. The company lens model is only qualified for use in the company cartridges. The root cause for the reported complaint could not be determined. One haptic appeared to be bent-gusset area. This is difficult to determine from the photo due to the viscoelastic on the lens. Possible edge damage is also observed, which appears due to the position of the lens in the case. No other determination could be made from the photo. Associated products were not provided. It is unknown if qualified product combinations were used. The company lens model is only qualified for use in the company cartridges. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic visco surgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information or the product is received. The manufacturer internal reference number is: (B)(4).